Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2006402. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. One picture sample was returned which displayed a syringe with no scale marking printed. The process used to print the scale consists or a roller system that transfers the ink onto the barrel of the syringe. When a malfunction happens, the roller machine should stop automatically, and the operator should remove the defective syringes from the process. It has been determined that this product resulted from insufficient removal of the defective syringe. H3 other text : see h.10.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced missing scale markings. The following information was provided by the initial reporter: (B)(6) 2021; co21113-1; bd flu+ bd; 2006402 no markings.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced missing scale markings. The following information was provided by the initial reporter: (B)(6) 2021, co21113-1, bd flu+ bd, 2006402 , no markings.